Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot was process through the normal manufacturing and inspection operations with no non-conformances noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.

Event description:
Pt implanted with nail, helical blade and locking screw for a right hip fracture on (B)(6) 2011. Status post, the helical blade migrated into the acetabulum. The femoral head appeared to have collapsed and impacted. The helical blade, nail and locking screw were removed on (B)(6) 2012. Pt revised to total hip replacement. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product code for this report includes hwc.

Event description:
This is report 2 of 3 for complaint (B)(4).